Manufacturer narrative:
Continuation of d10: product ID 8784. Serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type catheter h3: the catheter was returned and analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient had fluid collection at the surgical site. A catheter leak was noted. The healthcare provider aspirated 205cc serosanguineous seroma from the pump pocket site.additional information received from the healthcare provider via a clinical study indicated that the catheter was revised on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 18-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.